Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was reported that the patient was not hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (2gm, ongoing, route, frequency not reported) and injection of piptaz (4gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.